Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited elevated pacing thresholds. There was no capture in any configuration at 0.5 ms; no capture at 1.5 ms in bipolar lv ring to rv coil and capture thresholds of 6.5 v at 1.5 ms in lv tip to rv coil. The pulse generator was reprogrammed. The lead will be re-checked in (B)(6) 2010.